Manufacturer narrative:
User reportedly was driving (B)(6) while seated in their power chair when the alleged incident occurred. As of this date, (B)(6) has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the (B)(6). Invacare cannot and does not recommend any wheelchair transportation systems. Manufacturer is attempting to contact user as the number provided is disconnected. Information available indicates improper use of the device. MDR filed as a conservative measure.

Event description:
The consumer states while driving in her modified van from her invacare power wheelchair, the tilt switch allegedly activated on its own and caused her to veer and hit a store window. No injury is alleged.